Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2009. During a follow-up performed on (B)(6) 2010, the following data were observed: strange lead impedance trend graph was displayed by the programmer: only a blue dotted line appears on the x axis: however, normal impedance measurements were performed during the follow-up. Incomplete label "s" was displayed in the header of the programmer screen when portuguese settings was selected, instead of the complete device model "esprit s".